Event description:
A patient indicated for urinary dysfunction and gastrointestinal/pelvic floor reported they recently had a stroke. The patient was hospitalized for a few days and was currently on medication. It was noted that the patient liked to control things and could not figure out why they experienced a stroke. They were wondering if the implant contributed to it. It was added that the patient had arrhythmia since they were eighteen years old and took medication for it. No residual effects due to the stroke were noted, but it was stated that the patient had charley horses in both legs since the stroke and a "knot" behind their left leg. The patient inquired about having the implant removed and how that would affect their symptom control.

Event description:
Additional information received from patient reported that she had afib implanted on the day of this call. She was in total pain down there, thought something was wrong with her tailbone. She was no longer in afib however she woke up in the middle of the night last night and had some this morning but thought it could be anxiety. She cannot even eat without having problems with her stomach because of the blood thinner medication they put her on. Patient stated when she eats, it hurts her stomach. She was constipated and leery about eating. She was considered getting cardiac ablation to put her heart in rhythm. She had slowness from drugs and from the stroke. Refer to manufacturer report #3004209178-2016-24957.

Event description:
Additional information received as patient reported that they changed programs many times but nothing worked. The device was very close to their skin and there was pain in groin area when they urinate. Patient had to go on leave from teaching because of pain. Patient was taking now mybetriq. Nothing had been resolved at yet. Patient had stroke in july and they thought medtronic caused it.

Event description:
Additional information received as patient reported that they changed programs many times but nothing worked. The device was very close to their skin and there was pain in groin area when they urinate. Patient had to go on leave from teaching because of pain. Patient was taking now mybetriq. Nothing had been resolved at yet. Patient had stroke in (B)(6) and they thought medtronic caused it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.